Manufacturer narrative:
The lot was manufactured june 15, 2017 ¿ june 17, 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿several¿ small volume folfusors leaked through the housing. The pumps had been filled with fluorouracil and 0.9% sodium chloride solution to a total fill volume of 92ml. There was no patient involvement. No additional information is available.